Manufacturer narrative:
A steris service technician inspected the processor and found the unit to be operating properly. The technician initiated a processing cycle and was unable to duplicate the reported event; no issues were noted and the processor was returned to service. The system 1e is stationed on a table and the s40 sterilant is stored on a shelving system about three feet away from the unit. A ventilation exhaust hood is located a few feet above the system 1e. While onsite the steris technician discussed with the user facility regarding the storage of the s40 on the open shelving next to the processor.

Event description:
The user facility reported that an employee experienced irritation when cleaning out the system 1e's drip pan after a completed processing cycle. The employee became lightheaded and had a headache. The employee removed herself from the area and sought medical treatment at employee health. No procedural delays or cancellations were reported.